Event description:
A call to technical services on 4/5/2011 states that rep is in a case to replace a medtronic lnsync and just before dft's, the lead failed and they had > 125 ohms on shocking lead in every configuration. Also there was an atrial competitor lead that had failed. Both leads capped and a new lead placed with good results. Patient did well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).